Event description:
Caller stated that she had a mammogram done in 2018 and was injured during the procedure. She further stated that she suffered pain and discomfort for a year and half until recently she was told by her doctor that her right breast implant has ruptured.